Event description:
It was reported to boston scientific corporation that during a polaris loop ureteral stent placement procedure, after the stent was advanced into the intended position, the suture was pulled resulting in a tear on the bladder end of the stent. No portion of the stent detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good".

Manufacturer narrative:
(B)(4) for the reported event of stent torn.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex loop ureteral stent revealed that the loops on the device was torn. The suture was not present with the device return. No other anomaly was found. Most likely, unstated procedure and possibly clinical factors contributed to the loop damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion.

Event description:
It was reported to boston scientific corporation that during a polaris loop ureteral stent placement procedure, after the stent was advanced into the intended position, the suture was pulled resulting in a tear on the bladder end of the stent. No portion of the stent detached. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good".